Manufacturer narrative:
B3: as per gfe response, patient states 6 months ago.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement of the lead due to high impedances. The device will be retained by the facility and will not be returned for analysis. Postoperatively, the patient reported to be doing well.